Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. During subsequent testing, the device failed the self-test. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug and final testing, using the returned multifunction cable, without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did not show any faults associated with a device malfunction. No trend is associated with reports of this type.